Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the active eval control module was observed. The device's active exhalation control module was replaced to address the issue.